Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this women's health mesh product is unknown. Although the product family is unknown, the women's health mesh product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the patient to the mhra that the mesh had allegedly eroded through to the bowel lining into the vagina. The mesh was insitu. The patient had alleged that they had experienced infections, back, rear thigh and bottom pain. Patient was taking 10ml amitriptyline and paracetamol. The repair operation was pending.